Manufacturer narrative:
Device evaluation: returned device was received no physical damage found. The gasket material was replaced by the customer. Screws were torqued. Water was seen on the gasket once it was removed for inspection. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "leaking fluid from the tank". No patient involvement.